Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in object lens exiting from distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material in object lens exiting from distal end and a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.